Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During use the needle and thread separation. No adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information provided: vcl+ vio 27in 4-0 s/a rb-1 (vcp304h): affected side: unknown ## reason for product unavailability: discarded. Vcl+ vio 27in 4-0 s/a rb-1 (vcp304h): batch number/batch number: 109q3l.list other j&j products used in the case surgery (non-complaint products). Nahave there been reports of injuries from patients or users? Unknown.is there any obvious delay? Unknown.if available, please provide your product order number (po). Na.additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.did the reported issue contribute to any patient adverse consequences?¿ the reported issue did not result in adverse consequences for the patient.- when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify¿ the needle detached from the suture during use.- do you have any photos available for visual analysis?¿ no photographs are available.- please provide the source or name of person providing answers to follow-up questionsa manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.